Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 204 mg/dl. Customer stated that the buttons were not working but the time was advancing. Customer stated that sometimes he sleeps with the pump and it tangles around him. Customer noticed that the pump was stuck on a screen and he changed the battery. Customer then received a battery out limit alarm. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on display window, cracked case at display window corner, cracked battery tube threads and broken reservoir tube lip.